Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 500 mcg/ml; 110 mcg/day via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was (B)(6) 2017. It was reported the pump was interrogated and a motor stall and recovery occurred (B)(6) 2017. The patient did not recently have magnetic resonance imaging (MRI). A pump replacement was planned for next week due to elective replacement indicator (eri) and since the pump was currently running, they may wait and do the replacement as originally scheduled. The patient had oral medication and was aware of what to do if the pump should stall again. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-sep-01. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-01 from the manufacturer's representative. It was reported that a motor stall that occurred with recovery roughly 24 hours after the stall. The patient was evaluated by the healthcare provider and the pump was left at the same rate delivering the same amount of medication. The patient had already been scheduled for eri battery replacement, so the pump was replaced with a new pump. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-sep-12. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-12 from the manufacturer's representative (rep). It was reported that the hospital would only release the explanted pump to the patient and would not release it to the manufacturer. The rep reported that, once the patient has possession of the device, return for analysis can be coordinated. No further complications were reported.